Event description:
On (B)(6) 2013, the patient reported his blood glucose level was elevated to around 300 mg/dl. His target level is around 100 mg/dl. He stated that he does not think he is receiving the right amount of insulin. Earlier in the day, at 4:00pm, his blood glucose level was 120 mg/dl right after he changed his infusion set and insulin cartridge. He stated that after that cartridge and infusion set change he had to prime a total of 100 units of insulin before he saw it dripping from the end of the tubing. When the patient's blood glucose level was 300 mg/dl, he disconnected from the infusion tubing and bolused, 4, 5, and 6 units of insulin and saw no insulin come from the end of the tubing. He then primed 25 units of insulin and was able to see insulin drip from the end of the tubing. The patient changed the infusion tubing again and it only took a prime of 20 units of insulin before he could see it dripping from the tube. The patient was able to correct the elevated blood glucose levels with his infusion device. The patient believes the elevated blood glucose levels were caused by a blockage in the tubing and that the device should have displayed an error code, but did not do so. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded by the patient. The infusion device, battery, and battery cover were replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.